Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus, however, customer did not consume the amount of food initially bolused for. Subsequently, the customer experienced a low blood glucose (bg) level of 42mg/dl. The customer consumed carbohydrates to resolve the issue.